Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem as this is related to patient, procedural or operational circumstances and there was no issue related to the functionality of the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an air embolism. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3-4 with a prolapsed posterior leaflet. When the clip was advanced to the left atrium, an air bubble was observed by echocardiogram on the tip of the clip delivery system (cds) and the left atrium. The cds was removed to avoid the risk of cerebral infarction. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.